Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said that since the revision it was shocking them again, but in different spots, even when they had it turned off. They mentioned that it was shocking them in the butt area and every once in a while it tensed even more and it throbbed. The patient confirmed the ins was off at the time of the report. They mentioned they had just left an appointment with the pa at their healthcare provider's office who didn't think this was possible. The patient mentioned the pa tried to call the rep during the appointment, but wasn't able to reach the rep. The patient was looking for assistance with getting in contact with the local rep so the rep can confirm that the implanted device could be causing the shocking the patient was experiencing. They mentioned they couldn't take it anymore, they had gone 2 nights without sleep. The patient called back and requested a rep reach out to them directly stating that the shocking pain initially reported was shocking the crap out of them, they couldn't sleep, and they were in tons of pain. The patient called back again stating they were still in pain and no one had reached out to them. They noted the shocking sensation was running down their legs, even when the implant was off. They also stated the battery was popping out to the surface and the wound was still seeping so they didn't know what was going on. No further complications were reported or anticipated.